Event description:
A male with lower left limb amputation and on dialysis treatment underwent aaa repair in 2008. The pt's anatomy was considered suitable for the zenith placement. The procedure went as labeled but a distal type I endoleak was noted from the right side of the contralateral iliac leg graft. Although a palmaz stent was placed at the landing zone, the endoleak persisted. The physician then placed another iliac leg graft which successfully resolved the endoleak but while placing the additional leg graft, blood was leaking from the hemostatic valve (1820334-2008-00512) which was confirmed when the inner sheath was withdrawn. Blood leakage had not resolved with the insertion of a 5 french balloon catheter. The pt did not have any complications and there was no need for a blood transfusion.

Manufacturer narrative:
Event evaluation: still under investigation.